Event description:
Quadriplegic in power wheelchair used a 10 ft trifold advantage-trifold10as portable access ramp and drove the wheelchair over the side of the ramp. The lip for guidance isn't strong/tall enough for power wheelchair. Since quadriplegic, uses chin for steering. Fell once foot to ground with a (B)(6) wheelchair. Required a visit to emergency room and shoulder x-ray showing chip in left shoulder. The ramp has a 800# capacity and looks bent. Dates of use: (B)(6) 2010 - (B)(6) 2011.